Event description:
Philips received a complaint by the customer on the v60 indicating that the check button was not functional. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the check button was not functional. A field service engineer (fse) went onsite and replaced the user interface (ui) assembly. The fse completed all necessary testing in accordance with the manufacturer's specifications and the device was ready to be returned to clinical use. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.